Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Additional analysis indicated a small dent/dimple in the lower left of the lcd plastic cover. The lcd plastic cover was covered in multiple scratches and scuff marks. The investigative unit did not observe any evidence of burn/melt/smoke on the exterior or inside of the meter. The investigative unit did observe a large amount of a white powdery substance on the exterior and inside housing of the meter along with large amounts of corrosion throughout the pcb. Meter was also very dirty.

Event description:
Upon review by the manufacturer's investigation unit, signs of melting/burning are observed on the screen of the device. No adverse event was reported. Return of the suspect device was requested for evaluation.